Event description:
The customer reported via phone call that the insulin pump alarmed button error while the customer had worn the device in his pocket. The customer's blood glucose was over 170 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer reported that the insulin pump alarmed no delivery during bolus attempts. He stated that when he bolused again, the issue usually resolved itself. He felt that the issue had been caused by air bubbles. The customer's blood glucose was 200 mg/dl at the time of the no delivery alarm. He advised that he would monitor the issue and proceed with recommendations, stating that he would call back if the issue recurred. The customer was advised to replace the infusion sets and reservoirs he used in the process of attempting to resolve the issues. The customer was also advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to flattened all buttons dome switch. No button error alarm noted during testing. The insulin pump passed all displacement tests. No excessive no delivery error alarm noted. The insulin pump had a cracked case on display window corner and cracked reservoir tube lip.